Manufacturer narrative:
An event regarding disassociation and wear involving an accolade stem was reported. The event was confirmed as per the medical comment based on the x-ray provided. Method & results: product evaluation and results: the photographs show a recently explanted stem with blood and biological matter present. There is also evidence of black material and the trunnion shows signs of wear and corrosion. There is damage on the body of the stem which most likely can be attributed to the explantation process. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: provided images show dark material inside the head and trunnion erosion. Provided x-ray image confirms disassociation of head, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it is noted that the reported stem is mated with a recalled metal head which was fully investigated. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised due to disassociation of the head from the stem. Intra-operatively, trunnion wear and an excessive amount of black tissue were noted. The stem, head, and liner were revised to a competitor stem and head with a stryker liner (rep confirmed there are no allegations against the liner). Rep provided an x-ray and pictures of the explants and reported that no further information will be available.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to disassociation of the head from the stem. Intra-operatively, trunnion wear and an excessive amount of black tissue were noted. The stem, head, and liner were revised to a competitor stem and head with a stryker liner (rep confirmed there are no allegations against the liner). Rep provided an x-ray and pictures of the explants and reported that no further information will be available.